Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. A pk superpulse generator with ver. 3.03 software, was returned for evaluation due to ¿power output is low--taking a long time to power up electrode". Noted customer¿s accessories were not returned at time of investigation. A visual inspection found no damage on the sockets. All the generator¿s switches were functional. A review of the generator¿s error log history found recoverable errors 400 ref 26 logged 7 times. This error generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. To check for functionality, the generator was connected to a test hf cable, electrode (wa22603s) and working element. The generator displayed pk/turis tp2/180, des/ 100 and was able to generate the power output to cut or coag a saline-soaking tissue sample. The electrode tip heated up fast and coagulated the tissue without a problem. No error 400 ref 26 ¿check irrigant /electrode¿ occurred during activation. In addition, a full inspection was performed by the electronics service line and the generator passed all of the power output inspection. Based on the evaluation, the reported complaint was not duplicated. The cause of the reported complaint could not be conclusively determine since the customer¿s instruments were not returned for evaluation. The error 400 ref 26 error message is a user error which may have contributed to the reported complaint.

Manufacturer narrative:
This supplemental report is being submitted to report additional information provided by the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2, and h10. Review of previous service history and manufacturing records suggest the reported failure maybe a result of user error or general wear and tear as the device passed all functional testing and was verified to have met specification at the time of manufacture. No further action will be taken at this time. Olympus will continue to monitor complaints for this device through regular trending activities.

Manufacturer narrative:
The generator was returned and is pending evaluation. The cause of the reported event cannot be determined at this time. The 74400 instruction manual states ¿ always inspect the system accessories for damage prior to use. In particular, check the cables of any re-usable accessory for possible insulation damage. Non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.¿

Event description:
The service center was informed that during a urology procedure, unit¿s output was too low. The user facility reported that it was taking about 7-11 seconds to cut through one piece of tissue, which is longer than it should take. The patient did not experience any bleeding. No unintended tissue became burnt. There were not any alarms or alert tones noted with generator or handpiece. There were no other issues with any other instrument attached to the generator. The procedure was able to be completed with the same device. Additionally, the user facility reported that it is unknown if the unit was inspected prior/post procedure or if the cord and equipment was secure.